Event description:
Caller reported the following incident: (B)(6) 2014 at 4:48 a.m. Fingerstick using inform system (B)(4) was 199 mg/dl. On (B)(6) 2014 at 4:57 a.m. Lab draw performed. A red top serum separator tube was used (no anticoagulant/preservatives # only separator gel). This sample was not resulted for three hours; at around 8:00 a.m. Result was 22 mg/dl. Patient had been exhibiting hypoglycemic symptoms. There was an approximately 3 hour delay in treatment as callers indicate the lab drawn at 4:57 a.m. Was not resulted until around 8:00 a.m., three hours later. Caller thinks the patient was treated with d-50 or d-12 around 8:05 a.m. After the lab result of 22 mg/dl was called in to ICU. Not sure of the exact time of treatment. The amount of d-50 or d-12 was not provided. Caller indicated that she thought the patient was in stable condition at this time in the ICU. She was unable to return strips involved in this case as they had been used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.